Manufacturer narrative:
The reagent lot number was 64348801 with an expiration date of 30-jun-2024. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable lithium result from the cobas pro c 503 analytical unit. The initial result was 1.78 mmol/l and the repeat result was 0.36 mmol/l. The questionable result was reported outside of the laboratory. The reagent lot number was 643488. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer was unable to determine a cause. He performed preventive maintenance and adjusted the gear pump pressure and the sample probe. He ran precision testing and the customer ran qc that passed. The investigation is ongoing.